Event description:
It was reported that the patient presented to the clinic with syncope where low rv lead impedance was observed. A lead replacement was performed. During the procedure the physician inspected both rv and atrial leads once pocket was open and then explanted and replaced the leads due to clavicular crush. The patient tolerated the procedure well and left in stable condition.

Manufacturer narrative:
The reported event of clavicle crush was not confirmed. A partial distal portion of the lead was returned in one piece for analysis. The reported event of low pacing lead impedance was confirmed. External insulation abrasions were noted at 30.0 ¿ 30.4 cm from the distal tip, breaching the outer insulation and exposing the outer coil. The cause of the reported event of low pacing lead impedance was isolated to external insulation abrasion which was consistent with friction to another device or feature of the heart.